Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar pro c-flex device's sound abatement foam. The patient has alleged black flecks in humidifier. There was no report of serious or permanent harm or injury. During the evaluation of the device at the third party service center, the device was visually inspected and foam particles were not observed and also error code was found. Additionally, the device was scrapped.

Manufacturer narrative:
During internal review, it was determined that a duplicate report was previously submitted for this event under MFR. That submission was entered in error and should not be considered a separate or additional event. The current MFR 2518422-2022-21287 reflects the accurate and intended submission for this complaint.